Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hypoattenuating leaflet thickening (halt), arrhythmias, transient ischemic attacks, and lacunar stroke could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. Venous thromboembolism, cardiac arrhythmia, and stroke are listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for slurred speech, dizziness, and lightheadedness. The patient's blood pressure was normal on admission. International normalized ratio (inr) was within goal range. The patient showed symptoms similar to transient ischemic attacks (tia). The patient also had sustained ventricular tachycardia and ventricular fibrillation with implantable cardioverter defibrillator (ICD) shocks. The patient was loaded with amiodarone and electrophysiology was consulted. Quinidine was started. Neurology felt that the patient had been having stuttering tias in his brainstem. A lacunar stroke of the patient's brainstem region has completed. Head computed tomography (CT) scans have been negative. Neurology recommended therapeutic anticoagulation but no further imaging. A computed tomography angiogram (cta) of the chest on (B)(6) 2020 showed hypoattenuating leaflet thrombosis (halt) involving the native left coronary sinus. This was presumed to be the cause of the patient's tia and stroke, likely from stasis of flow since the patient's aortic valve doesn't open. The patient's inr goal was increased to 3.0 to 3.5. As of (B)(6) 2020, the account was holding warfarin with plans to transfer the patient to the cardiovascular intensive care unit for tissue plasminogen activator (tpa) treatment once the patient's inr reached approximately 2.5.